Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the jaws got stuck when the device was pulled out from the trocar. The jaws were broken but no pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2017. This analysis is based on an image send by the account and is not of the instrument. Images are numbered from top left ¿ bottom right. Image 1: the image provided by the account appears to be that of the jaw of an nseal device. In this image you can see one of the retention pins bent. Image 2: image shows a broken and detached retention pin on the lower jaw. Image 3: detached upper jaw. Image 4: upper jaw with what appears to be the retention pin in the jaw slot. Image 5: upper jaw with what appears to be the retention pin in the jaw slot the picture reviewed adds no additional information to the actual analysis performs. An image was reviewed and no batch information was provided specific to the image.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2017. Batch # n90a38. The device was returned with the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.